Manufacturer narrative:
UDI section of d4 is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer overheated. Went into overtemp alarm. Customer confirmed that the device passed the initial check but failed while being set up for a patient. There was no report of patient injury or need for medical intervention.

Manufacturer narrative:
D4. UDI, d10. Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Upon opening the device, found the return tube to be cracked. Device fails the flow rate check. Device over heated after a few minutes of running. The liquid crystal display (lcd) and temperature check readings both kept rising, even after turning up the over temperature setting to go off at a higher temperature, it still triggered the over temperature alarm. The root cause was a faulty main printed circuit board (pcb) board and cracked return tube resulting in overheating. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No repairs were performed at this time.